Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the patient¿s outcome could not conclusively be determined. Of note, the patient underwent a pump exchange on (B)(6) 2019, 9 days prior to his death, which is addressed under MFR # 2916596-2019-03146. No autopsy was performed, and the device was not explanted, therefore no product is available for investigation. The current heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to multi-organ failure. The outcome was associated with lvad issues. No autopsy was performed and the device was not explanted.